Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Reportedly, the customer was using the pump for basal therapy and delivering bolus requests via syringes and the cause of the low bg level was due to stacking insulin via syringes. To treat the bg level, the customer consumed food. Recommendation was made to consult with health care provider regarding diabetes management.